Event description:
It was reported that balloon rupture and catheter entrapment occurred. A 3.50mm x 15mm apex balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 12-14 atmospheres on the first inflation. Upon removal of the balloon catheter, it became stuck to a non bsc guide wire so both devices were removed from the patient at the same time. The procedure was completed with a different device. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The catheter was visually and tactilely inspected; there was blood and contrast in the inflation lumen. The guidewire was loaded in the lumen of the catheter and protruding 162cm from the proximal end (hub.) The wire was gently pulled which confirmed it was stuck in the catheter. The guidewire od measured 0.014¿ which is the correct guidewire for the apex catheter per the apex product specification. There were multiple shaft kinks and the shaft was flattened from the strain relief. The inner shaft was separated from the end of the balloon; the separated portion of the distal inner, including the markerbands, was not returned. Examination of the device under magnification revealed multiple areas of inner shaft bunching and kinks near the strain relief and along the length of the catheter. The stretched and necked appearance of the shaft in multiple places suggests that the damage may have been related to tensile overload (material stress/fatigue). The balloon had a complete circumferential tear from the proximal balloon waist. The distal tip was separated from the inner and there was balloon material prolapsed over the end. Inspection of the remainder of the device presented no other damage or irregularities. The guidewire could not be removed. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and catheter entrapment occurred. A 3.50mm x 15mm apex¿ balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 12-14 atmospheres on the first inflation. Upon removal of the balloon catheter, it became stuck to a non bsc guide wire, so both devices were removed from the patient at the same time. The procedure was completed with a different device. No patient complications were reported and the patients status was fine.